Event description:
It was reported that the syringe appeared to be melted and there was an issue with the scale markings with a bd 1ml syringe luer-lok¿ tip. This was discovered before use. The following information was provided by the company reporter: it was reported that there was an issue with the scale markings and a syringe appeared to be melted. The following information was provided by the initial reporter: I received reports that the bd 1ml luer-lok syringe that the measurements are off or blurry. The clinic didn't save them, but found a syringe today that appears melted.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe appeared to be melted and there was an issue with the scale markings with a bd 1ml syringe luer-lok¿ tip. This was discovered before use. The following information was provided by the company reporter: it was reported that there was an issue with the scale markings and a syringe appeared to be melted. The following information was provided by the initial reporter: I received reports that the bd 1ml luer-lok syringe that the measurements are off or blurry. The clinic didn't save them, but found a syringe today that appears melted.